Event description:
A malfunction alarm on the tandem mobi cartridge was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.

Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully resolved the issue by removing the cartridge, delivering a 9-unit bolus under the guidance of technical support, and reloading the cartridge to resume insulin therapy.